Event description:
It was reported that the customer stated that the generator worked intermittently causing unk error codes. The customer thought they were error 6's. The sales rep. Stated that the customer used another gen04 to finish the case with no pt consequence.